Event description:
Boston scientific received information that this pacemaker would need to be replaced soon. There was a concern the battery was depleting prematurely. Technical services discussed current drain based on lead measurements. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was retained by the hospital and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.